Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: a review of the pump black box showed an unexplained pump reboot associated with the clearing of a cs 064 motor error on (B)(6) 2018. The black box also showed unexplained reboots after complaint date on (B)(6) 2018 and (B)(6) 2018. A visual inspection of the pump revealed no cracks in the battery compartment. There was no evidence of moisture contamination inside battery compartment. The battery cap was not returned. All testing was performed with test caps. The pump powered on normally and the pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.